Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by abdominal pain. The cause, treatment, and patient outcome were not reported. The patient was hospitalized for the event. On an unreported date the pd catheter was removed. On an unreported date, the patient was transferred to a rehabilitation facility and was performing hemodialysis therapy. No additional information is available.